Manufacturer narrative:
The UDI information is not available since the device lot number has not been provided.

Event description:
It was reported that during ventilation treatment in nava (neurally adjusted ventilatory assist) mode, the patient experienced pain and discomfort. The edi signal measured by the edi catheter was irregular. The edi catheter was removed and treatment continued with another ventilation mode. The patient calmed down. After removal of the edi catheter, it was noted that the electrode arrays on the catheter tip were damaged and were protruding from the catheter tube. Final outcome was no harm to the patient. Manufacturer¿s ref #: (B)(4).